Event description:
On an unknown date, a patient in united states underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that the patient experienced a bezoar and underwent a peg-j replacement.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned therefore, a return sample evaluation is unable to be performed. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Code of 4581 was chosen to capture the event of a bezoar. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.